Manufacturer narrative:
(B)(4).

Event description:
It was reported that a high impedance alert was sent via merlin.net transmission. The patient was brought into the clinic. Upon interrogation of the device, high impedance and loss of capture were observed on the left ventricular lead. Heart failure symptoms returned due to the loss of pacing. The lead was capped on (B)(6) 2017. During the procedure it was discovered that the lead was fractured, the guidewire remained implanted in the lead from initial implant. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).